Manufacturer narrative:
Patient information was requested, however no information has been provided. The lot number was requested, but not provided.

Event description:
The following was reported to gore. On (B)(6) 2018, gore-tex® suture was used for occlusion of the pulmonary artery revascularization procedure. On suturing the anastomosis, a suture break was observed. A new suture was used to complete the procedure. It was reported the patient tolerated the procedure.